Event description:
Reportedly the valve was explanted after a duration of approximately 3 years, 5 months (41.67 months) due to calcification. Per the customer report, the valve was implanted on (B)(6) 2009, to a (B)(6) patient with mitral failure diagnostic, when mitral valve was replaced. On (B)(6) 2012, the valve was explanted due to advanced calcification.

Manufacturer narrative:
This device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s.

Manufacturer narrative:
Customer report of calcification was confirmed. Moderate to heavy calcification was observed in the cusp area of all three leaflets. The free margins of all three leaflets exhibited moderate to heavy calcification. Host tissue was minimal to moderate at the stent outflow. A tear was also observed on leaflet 1 near commissure 1, tear measured approx 2mm. Calcification was observed in the region of the tear. The x-ray demonstrated calcification. Method: x-ray. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the calcification of this device was most likely due to the young age at which this device was implanted.

Manufacturer narrative:
The device was dismantled to confirm the serial number on (B)(4) 2013. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.